Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not lock the clips when closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the instrument was inspected prior to use and nothing out of the ordinary was noticed. They stated that the incident with the large hem-o-lok clip applier occurred while the surgeon attempted to clamp on a tissue bundle and it was less than the suggested size. The customer was not able to provide the time and the size vessel the large hem-o-lok clip applier was used on during the case when the incident occurred. The customer stated that multiple attempts to clip were made but the large hem-o-lok clip applier would not lock the clip. The correct size hem-o-lock clips were used. The customer replaced the instrument with another large hem-o-lok clip applier and proceeded with the case. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not lock the clips, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken and cracked. Hairline cracks were found on both grip and pitch input shafts. Input disk #6 was found broken into pieces inside the housing. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to the loss of instrument functionality. The complaint regarding would not lock the clips was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of broken and cracked input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.